Event description:
It was reported that the patient's battery may have prematurely depleted. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. No other relevant information has been received to date.

Event description:
Information was received that the patient's battery rebounded to 75-100%.